Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal infection. The cause of the peritoneal infection was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with meropenem (intraperitoneal) and vancomycin (intraperitoneal) for the event. The patient outcome and action taken with pd therapy were not reported. The reporter declined to provide additional information.

Manufacturer narrative:
B3: the event occurred on an unreported date in early (B)(6) 2024. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.